Event description:
Patient reported left side "hardened breasts, ripples, capsular contracture [baker grade unknown] and a lot of pain", "multiple folds and ripples in the left implant", "hypothesis of intracapsular rupture", "small area suggestive of seroma in the ql of the left breast" and "nodules". Patient also reported "cysts", which are not device-related. Healthcare professional later reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Clarification to b5: the event of "granuloma" was reported in b5 of the initial medwatch. It has been determined that this event did not occur to the device in the timeframe of this record, and has instead been reported in mrn 9617229-2024-23621. Continued h.10. Related report numbers: additional events relating to the device in this record are reported in mrns 9617229-2024-19832 and 9617229-2024-23621. The events in mrn 9617229-2024-19832 were treated on 28/feb/2023, and the events in mrn 9617229-2024-23621 occurred on 21/jul/2023. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV; "seroma"; "intracapsular rupture."

Event description:
Patient reported "hardened breasts, ripples, capsular contracture and a lot of pain", "hypothesis of intracapsular rupture, a small area suggestive of seroma", "cysts"-not device related, and "nodules". Healthcare professional later reported baker grade IV of capsular contracture and granuloma. This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV," seroma, and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, granuloma and device rupture.